Manufacturer narrative:
The customer did not provide a meter serial number or a test strip lot number. It was not possible to determine a manufacture date without that information.

Event description:
The customer stated that he performed control tests using his contour system and received a result of 16 mg/dl. A normal control range was not provided, but should be around 95-136 mg/dl. The customer did not allege any adverse events. He declined further troubleshooting and would not give out any personal or product information. No product will be returned for evaluation.